Manufacturer narrative:
Additional data: b3: date of event: (B)(6) 2020. Corrected data: b5: the reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.50/+2.0/093 (sphere/cylinder/axis), in the patient's left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was replaced with another same model/length lens and the problem was resolved. The cause of the event was unknown. D6a: (B)(6) 2020. Claim #(B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the haptic bent /deformed/stretched out. Dimensional verification was performed and the lens was found to be in specification. Claim # (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, 10.50/+2.0/093 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2020. The lens was explanted on (B)(6) 2021 due to excessive vaulting. The lens was exchanged for another same model/length lens and the problem was resolved. The cause of the event was unknown.